Event description:
On (B)(6) 2010, the patient reported the up and down buttons on his insulin infusion device are not properly working. He stated the down button does not work and the up button works if pressed hard. He stated he discovered the issue while trying to bolus. His device has not been dropped and the buttons pop up when pressed. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.